Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer not closing correctly. A field service engineer (fse) picked up cart from pharmacy, then went to storage area but could not find matrix drawer. After that the customer called the supervisor was advised for bd to order a new drawer. After that another fse power down and replaced the drawer, then ran diagnostic and performed final test. Then restarted to the application and configured the drawer. The system functioned as intended after the field service engineer repaired the device.